Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing/short of breath, heavy pressure in the chest, congestion, some cold symptoms, respiratory issues, sore throat, head congestion, phlegm, and a productive cough. The patient states they are uncertain why they are having it and "wonders if it is from this device." They stopped using the device "a couple years ago due to these symptoms and started using device again" with the same thing happening. When they stopped using the device again a week ago, they were "finally starting to feel a little better but still feels sick." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. On the previously submitted report, section b1 was selected as a product problem. After further review, this report is now being filed as both an adverse event and product problem. In addition, section h9 has been corrected on this report. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing/short of breath, heavy pressure in the chest, congestion, some cold symptoms, respiratory issues, sore throat, head congestion, phlegm, and a productive cough. The patient states they are uncertain why they are having it and "wonders if it is from this device." They stopped using the device "a couple years ago due to these symptoms and started using device again" with the same thing happening. When they stopped using the device again a week ago, they were "finally starting to feel a little better but still feels sick." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.